Event description:
The patient reported discomfort at the implant site and bladder issues that she associated with the placement of the implant. The surgeon implanted the patient with a new advanced bionics spinal cord stimulator system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted products will not be returned for evaluation.